Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "unspecified surgery", which the patient underwent was a spinal fusion back surgery. Post op, the patient also underwent epidural injections, facet block injections, and a discogram. In 2010, the patient had an x-ray taken of her back, which showed a broken screw. A radiologist confirmed the "cracked screw." It was reported that the patient still suffers from grievous pain. In (B)(6) of 2011, the patient began to see a different doctor, who in approximately (B)(6) of 2011, performed revision surgery on the patient, taking out the old, broken hardware placed by the previous surgeon, and installing screwless hardware into her back. After 2011, the patient began to see yet another doctor, because both of her legs were constantly tingling. The doctor diagnosed her with radiculopathy in both legs. She attempted physical therapy, but it was to no avail. The patient was referred to an orthopedic surgeon, who stated that her condition was "surgically indicated." Allegedly, because of the (B)(6) 2006, spinal fusion surgery, the patient was forced to quit playing sports in high school, could not exercise, was unable to work, and could not perform daily activities that involved lifting things.